Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm test due to moisture damage noted in force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that she was unable to change the basal rates. Customer's blood glucose was 485 mg/dl. Device had cracks at the mouth of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.